Event description:
(B)(6) study. It was reported that there was a device related thrombus. On (B)(6) 2017 a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted in the laa of the patient. At an unknown time post implant a transesophageal echocardiogram (tee) was performed per standard of care. The images demonstrated a clot "re-accumulation" on the device. The patient was started on warfarin and a repeat tee was scheduled. On (B)(6) 2019 the tee was performed and revealed a residual clot persists. The patient was continued on warfarin. No other complications or symptoms were reported.